Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, loop electrosurgical excision procedure, gravida ii, parity 5 and sexually transmitted disease. She denies itching or irritation. Concurrent conditions included abdominal pain, asthma, dizziness and chlamydial infection. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("crampy pain"), loss of personal independence in daily activities ("can't do normal daily functions because of the pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower, loss of personal independence in daily activities, dyspareunia and vaginal discharge outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, headache, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, migraine, pelvic pain,menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received, reporter added, concomitant and historical condition added, event added as :- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, vaginal discharge, other injury(ies) or complication (s)please describe: has crampy pain. Can't do normal daily functions because of the pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/heavy bleeding') in an adult female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, loop electrosurgical excision procedure, multigravida, parity 5 and exposure to sexually transmitted disease. She denies itching or irritation. Previously administered products included for an unreported indication: ventolin and nuvaring from 2000 to 2008. Concurrent conditions included abdominal pain, asthma, dizziness, chlamydial infection, nabothian cyst and obesity. Concomitant products included topiramate (topamax) from 2009 to 2015 for migraine as well as alprazolam (xanax) since 2009, lisdexamfetamine mesilate (vyvanse) from 2016 to 2018 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type:bloating"), the first episode of headache ("migraines / headache"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of headache ("headaches"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), abdominal pain lower ("crampy pain"), loss of personal independence in daily activities ("can't do normal daily functions because of the pain"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), dizziness ("lightheaded /dizzy") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of headache, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower, loss of personal independence in daily activities, the last episode of dyspareunia, vaginal discharge, mood swings, fibromyalgia, dizziness, fatigue, weight increased, abdominal distension, alopecia and abdominal pain outcome was unknown, the genital haemorrhage had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dizziness, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia, the first episode of headache, the second episode of dyspareunia and the second episode of headache to be related to essure. The reporter commented: 2- 3 coils of tube noted outside of the tube in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Pregnancy test - on an unknown date: results: negative. Ultrasound scan vagina - in 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, migraine, pelvic pain,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/heavy bleeding') in an adult female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, loop electrosurgical excision procedure, multigravida, parity 5 and exposure to sexually transmitted disease. She denies itching or irritation. Previously administered products included for an unreported indication: ventolin and nuvaring from 2000 to 2008. Concurrent conditions included abdominal pain, asthma, dizziness, chlamydial infection, nabothian cyst and obesity. Concomitant products included topiramate (topamax) from 2009 to 2015 for migraine as well as alprazolam (xanax) since 2009, lisdexamfetamine mesilate (vyvanse) from 2016 to 2018 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type:bloating"), the first episode of headache ("migraines / headache"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In november 2009, the patient experienced anxiety ("anxiety"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of headache ("headaches"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), abdominal pain lower ("crampy pain"), loss of personal independence in daily activities ("can't do normal daily functions because of the pain"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), dizziness ("lightheaded /dizzy") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of headache, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower, loss of personal independence in daily activities, the last episode of dyspareunia, vaginal discharge, mood swings, fibromyalgia, dizziness, fatigue, weight increased, abdominal distension, alopecia and abdominal pain outcome was unknown, the genital haemorrhage had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dizziness, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia, the first episode of headache, the second episode of dyspareunia and the second episode of headache to be related to essure. The reporter commented: 2- 3 coils of tube noted outside of the tube in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Pregnancy test - on an unknown date: results: negative. Ultrasound scan vagina - in 2009: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, migraine, pelvic pain,menorrhagia most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received. Reporter's information was added. Lot number was added. Added event mood swings, fibromyalgia, lightheaded/ dizzy, fatigue, weight gain, bloating, hair loss, bleeding/heavy bleeding, headache, dyspareunia (painful sexual intercourse), abdominal pain. Updated outcome of bleeding/heavy bleeding to unknown to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, loop electrosurgical excision procedure, multigravida, parity 5 and exposure to sexually transmitted disease. She denies itching or irritation. Previously administered products included for an unreported indication: ventolin and nuvaring from 2000 to 2008. Concurrent conditions included abdominal pain, asthma, dizziness, chlamydial infection, nabothian cyst and obesity. Concomitant products included topiramate (topamax) from 2009 to 2015 for migraine as well as alprazolam (xanax) since 2009, lisdexamfetamine mesilate (vyvanse) from 2016 to 2018 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type:bloating") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/heavy bleeding"), headache ("headaches"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), migraine ("migraines"), abdominal pain lower ("crampy pain"), loss of personal independence in daily activities ("can't do normal daily functions because of the pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/black discharge"), mood swings ("hormonal changes describe: mood swings"), dizziness ("lightheaded /dizzy"), alopecia ("hair loss"), abdominal discomfort ("stomach feels off"), secretion discharge ("brown mucus"), feeling abnormal ("brain fog") and gait disturbance ("can barely walk") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower, loss of personal independence in daily activities, dyspareunia, vaginal discharge, mood swings, fibromyalgia, dizziness, fatigue, weight increased, abdominal distension, alopecia, abdominal pain, abdominal discomfort, secretion discharge, feeling abnormal and gait disturbance outcome was unknown, the genital haemorrhage had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gait disturbance, genital haemorrhage, headache, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, pelvic pain, secretion discharge, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2- 3 coils of tube noted outside of the tube in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Pregnancy test - on an unknown date: results: negative. Ultrasound scan vagina - in 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, migraine, pelvic pain,menorrhagia. Most recent follow-up information incorporated above includes: on 14-jan-2020: content from social media received. Events stomach feels off, brown mucus, brain fog and can barely walk were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.